Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that there was surgical procedure performed to add saline on reservoir due to the inflatable penile prosthesis (ipp) cylinder strength was weak. There were no further patient complications.